Event description:
Additional information was received indicating that the patient was in stable condition.

Event description:
It was reported that noise resulting in oversensing was noted on the right atrial (ra) lead. No intervention has been performed at this time. The current status of the patient was not provided. The patient will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.